Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent compressed in non-diseased segment. Device issue: difficult to remove (other device). It was reported that the procedure was to treat an occluded distal stent (unk) and a more proximal lesion in a svg to the cx. A whisper guide wire was advanced, but was unable to cross through the occluded stent and was removed. Then the allstar guide wire was advanced and got into the occluded stent, but would not pass through. The decision was made just to treat the proximal lesion. A 3.5 x 18 mm promus was successfully deployed. Meanwhile, the guide catheter deep seated and had to be pulled back. Then another company's balloon was advanced for post-dilation, but could not advance past the proximal end of the stent. The catheter was removed and an imaging device was advanced, but stuck at the same place. The decision was made to remove everything. As the guide wire was being removed, it felt trapped. The physician gave it a little tug and it came out; however, the tip separated and remained in the ostium of the graft. In addition, the promus stent implant was pulled into the proximal end of the graft. The tip of the guide wire was successfully snared. A 4.0 x 15 mm vision stent was deployed on top of the promus stent, compressing it against the vessel wall. Another 3.5 x 18 mm promus stent was then implanted at the target lesion. It was post-dilated up to 4.5 mm to fit the vessel. The patient was doing well and was to be released. The account manager reviewed the cine. It appeared to him that the vessel was more like a 4.5; therefore, the first promus implanted was most likely not well apposed to the vessel wall. Additionally, it appeared to him that the tip of the guide wire had been placed between the previously implanted stent and the vessel wall, rather than inside the stent. It is thought that resistance with both the balloon and the ivus may have been due to guide wire damage. A copy of the cine was returned for clinical review.

Manufacturer narrative:
The allstar guide wire (part 1001740s, lot 8101791), is being filed under MFR# 2024168-2009-00189.